Manufacturer narrative:
Exact date unknown, event occurred six months ago from the aware date.

Event description:
It was reported that the patients ipg was no longer charging despite proper charging steps taken. The patients ipg was replaced with MRI compatible ipg. The patient was doing well postoperatively. The explanted ipg will not be returned.